Event description:
Meter would not power on. No medical treatment was received and the patient did not take any action following attempted use of the meter. The customer care representative performed troubleshooting and verified the issue. There is indication the product malfunctioned. The meter was replaced and return expected.